Manufacturer narrative:
(B)(4). Batch # r9320c. Investigation summary the analysis results found that the el5ml device was returned with no damage to the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 conforming clips. Upon testing, the jaws opened and closed without any difficulties. The device also locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the clip applier was used next to the staple line and the clips scissored. This occurred multiple times. A second like device was used to complete the procedure with no patient consequence reported.